Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the promus element,mr,ous 2.50x16mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that the stent was damaged at the distal end; stent struts were lifted upwards from its profile. Balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. A 2.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion despite few repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.